Manufacturer narrative:
G4:20jan2021. B4:21jan2021. Multiple good faith efforts were made to obtain information on the repair of this device have been unsuccessful. If additional information is received, the complaint record will be reopened and a follow up report submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported a low leak co2 rebreathing alarm. There was no patient involvement. The field service engineer advised the customer to replace the gas delivery system or the flow sensor assembly and provided the service manual to the customer.